Manufacturer narrative:
Concomitant medical products: 258t lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had possible occasional far field r-wave (ffrw) oversensing, which resulted in the cardiac resynchronization therapy defibrillator (crt-d) detecting false episodes of atrial tachycardia/atrial fibrillation (at/af). The device and lead remain in use. No patient complications have been reported as a result of this event.